Event description:
It was reported that a user experienced a ¿pairing failed¿ alert when attempting to pair a dexcom g7 continuous glucose monitor (cgm) sensor to the ilet bionic pancreas, after which the system reconnected and displayed glucose readings without further intervention or ongoing issues. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact on health, no medical intervention, and no hospitalization. User support included report review and remote troubleshooting guidance. Investigation of this case revealed an intermittent connectivity issue between the ilet and the cgm, which resolved spontaneously, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was transient communication interference.